Event description:
It was reported that before using one bd vacutainer® ultratouch¿ push button blood collection set, the part that is connected to the holder was broken. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-may-2025. Investigation summary bd received four photos and one sample for investigation. Evaluation of the photos and sample indicated that the np cannula hub had broken away from the component. Additionally, ten retained samples were used in functional tests, and no breakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one bd vacutainer® ultratouch¿ push button blood collection set, the part that is connected to the holder was broken. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter facility name: (B)(6) hospital.